Event description:
Two discordant, falsely depressed calcium patient results and one falsely elevated carbon dioxide patient result (3 patients) were obtained on an atellica ch 930 instrument. For the carbon dioxide patient sample, the initial result was considered discordant and was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported, as the correct result, to the physician(s). For the two calcium patient samples, the initial results were obtained on an alternate atellica ch 930 (sn: (B)(4) and were considered correct. The same samples were repeated on the original atellica ch 930 (sn: (B)(4) and were considered discordant. The discordant results were not reported to the physician(s) and the initial, correct results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the two falsely depressed calcium patient results and one falsely elevated carbon dioxide patient result.

Manufacturer narrative:
An outside of the united states (ous) customer reported two discordant, falsely depressed calcium patient results and one falsely elevated carbon dioxide patient result (3 patients) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse inspected the system and found dilution washer probe 1 silicon tube blocked. The cse replaced the tube and checked alignments. Additionally, the reaction and dilution cuvettes were replaced. Siemens concluded the potential cause of the discordant results is the blocked dilution washer probe tubing affecting the initial sample predilution. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.